Event description:
Healthcare professional reported " a lap-band that was explanted two days after implant surgery because it was coming apart". Reporter could not provide any further info regarding what "coming apart" meant.

Manufacturer narrative:
Taper ii. The product associated with this report has been returned; however, the device analysis results are currently pending. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".